Event description:
Independent repair center: leaking low o2. Per independent repair center statement, low o2 or yellow light. The key failure was that the rex roth valve was leaking. Other issues were that the intake filter was dirty/stained and the sieve bed tie strap was defective.